Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/30/2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During evaluation of the device it was observed a tear located in the union between patch and shell, also a crease was noted in the posterior view. No additional anomalies were discovered. Microscopic examination of the edges of the rupture was performed and it did not provide conclusive evidence of what could be the root cause. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation surgery with two 450cc mentor smooth round high profile memorygel breast prostheses experienced left sided capsular contracture baker¿s grade ii and right sided capsular contracture baker¿s grade iii/IV post procedure. On, (B)(6) 2019, the mentioned complications were diagnosed by a physician. On (B)(6) 2019, the patient underwent bilateral removal and replacement two 450cc mentor smooth round high profile memorygel breast prostheses (r) catalog: 3504504bc lot:7707347 sn: (B)(4)) catalog: 3504504bc lot: 7707347 sn: (B)(4)) moreover, the patient¿s right-sided device was confirmed to be ruptured during explantation. This medwatch form is for the right breast prosthesis. See 1645337-2019-18409 for contralateral prosthesis report.